Event description:
It was reported that when doing the operation test it shows the test was not done correctly. There was reportedly no patient involvement. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
Updated: describe event or problem, contact office, device evaluated by mfg, evaluation method code grid, evaluation results code grid, component code grid, and conclusion code grid.

Event description:
It was reported that when doing the operation test it shows the test was not done correctly. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.